Manufacturer narrative:
Correction: e200801 and e2328. Additional information: a non medtronic guidewire was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not moved or repositioned while inflated. It was later indicated that there were no previous stents implanted in the patient during the procedure. It was also further noted that the lad, which was exhibiting 80% stenosis, was stunted prior to the attempted fix of the rca exhibiting 90% stenosis. There was no evidence of restenosis or thrombus. It was later assessed that the death was directly related to the use of the euphora balloon. The patient was not on dapt at time of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora rx ptca balloon was used during a procedure to treat a moderate tortuosity, severely calcified lesion exhibiting 90% stenosis in the mid right coronary artery (rca). There was no damage noted to the packaging. There was no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device was not kinked and re straightened. The detached portion of the device remains in the patient. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during the delivery. It was reported that the balloon burst during the second inflation at 26atm. The balloon dislodged in rca. Physician was unable to retrieve the dislodged material. Final result was a totally occluded artery with a freshly deployed stent and part of the distal coronary wire tip also dislodged in the artery. The patient died.